Manufacturer narrative:
The reported events of the guidewire stuck and ¿the pin came out of the lead¿ were confirmed. As received, a complete lead was returned in one piece. Visual inspection found bunching of the inner coil at the connector region. The ptfe coating of the guidewire was found stripped. The cause of the reported events was isolated to bunching of the inner coil at the connector region, due to the stripped ptfe coating from the stuck guidewire consistent with damage occurring while trying to remove the guidewire from the lead.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the patient presented in the hospital. During the implant of the patient's left ventricular (lv) lead, the physician tried to remove the guidewire from the lv lead and it became stuck. The physician pulled harder and the pin came out of the lv lead. A new lv lead was implanted. The patient was in stable condition.